Event description:
During a tonsillectomy and adenoidectomy (t&a) procedure the tonsil snare seizes up when trying to cut the tonsil. It seems to hang up when pulling the wire loop back into the snare with the tonsil in the wire loop. The wire broke, and was missing about a millimeter of material. Intervention was needed to ensure piece was not in mouth or airway. Another snare froze up when trying to retract wire to cut tonsil. Surgery was delayed by several minutes. No patient injury was reported.